Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient supported with impella cp experienced intravenous thrombus formation noted around the impella catheter, starting from the graft insertion point and extending to mid-shaft, requiring systemic heparin and consideration of tpa therapy. The patient received multiple blood transfusions (2 units packed red blood cells overnight and additional units later) and bicarbonate infusion for metabolic management. Episodes of hypotension were documented, requiring norepinephrine and vasopressin support, which were later weaned. Patient had pink urine (hematuria) and oral bleeding.

Manufacturer narrative:
The investigation for the reported thrombosis, hematuria, and major bleed has been completed. The root cause of the thrombosis and hematuria was not determined due to insufficient clinical details.the root cause of the major bleed is most likely patient condition related since excessive oral bleeding noted.

Manufacturer narrative:
Clinical assessment: a 36-year-old male patient underwent placement of an impella cp mechanical circulatory support device for treatment of an acute myocardial infarction with associated cardiogenic shock. In the emergency department, the patient experienced a cardiac arrest and achieved return of spontaneous circulation before being transported to the cardiac catheterization laboratory for impella placement. During hospitalization, the patient was noted to have pink-tinged urine and bleeding. Systemic heparin was held due to bleeding that was attributed to traumatic intubation. The impella device was repositioned, and the patient received a blood transfusion. On october 14, thrombus was observed at the device inlet. Administration of tissue plasminogen activator was considered, but the clinical team elected not to administer it. Systemic heparin therapy was resumed. The patient was subsequently taken to interventional radiology for device removal due to the presence of a large thrombus on the device inlet.